Event description:
Dealer calling to state customers' wheels are all worn. Dealer states rollator was sold to customer this year. Not sure if new before that. Dealer was advised that wheels are not covered under warranty and worn is not a defect.